Event description:
It was reported that following the implantation of a retroarc the patient experienced persistent stress urinary incontinence. On (B)(6) 2015 the patient was injected with coaptite. No further patient complications were reported in relation to this event.